Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the angus during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the band could not be deployed normally as several bands were deployed together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 11, 2025: during the procedure, the bands deployed prematurely. It was noted that there was no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5 and block e1 (initial address 1, initial reporter address 2, initial reporter city, and initial reporter zip/postal code) have been updated based on the available information received on february 11, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the band could not be deployed normally as several bands were deployed together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5 and block e1 (initial address 1, initial reporter address 2, initial reporter city, and initial reporter zip/postal code) have been updated based on the available information received on february 11, 2025. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing, and the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands premature deployment cannot be confirmed since the ligator head was not returned for analysis. Upon analysis of the returned component, the handle has evidence that the trip wire was secured. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the band could not be deployed normally as several bands were deployed together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 11, 2025: during the procedure, the bands deployed prematurely. It was noted that there was no difficulty was experienced upon setting up the device.